Manufacturer narrative:
Event took place outside of the united stated (in (B)(6)), and was associated with a product that is also cleared for market within the united states.

Event description:
Patient was revised (B)(6) 2019 due to dislocation after the primary surgery on (B)(6) 2019. Surgeon performed a poly swap, explanting the 36/+3 standard humeral cup and replacing it with a 36/+6 standard humeral cup.